Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report 2032227-2015-31724 which relates to this event.

Event description:
The customer called and reported experiencing high blood glucose of 501 mg/dl. Customer drank a lot of water and delivered a bolus with his insulin pump. The customer stated his sensors were not sticking and the insertion site was black and blue. Customer was advised the sensor would be replaced and agreed to return the product for analysis.